Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3004608878-2024-00086: a distributor reported that the end user is facing an issue with the budde halo bracket (438b1010) being broken and defective, which are brand new units recently supplied as complete set ¿ part of a1040 budde halo retractor. The surgeon noticed that these recently supplied defective brackets are matt finish products with poor quality when comparing same brand products supplied in previous years. This 1st piece 438b1010 budde halo support bracket was broken and tight. Additional information was received as follows: when the issue was discovered (before, during after surgery)? Before the surgery. If it was before or during surgery, how did they finish the surgery? Used another integra budde halo system. If it was before or during surgery, was the surgery time increase of more than 30 minutes? Yes. Did the issue have consequence for the patient if yes which one? No.

Manufacturer narrative:
The budde halo bracket (438b1010) was returned for evaluation: failure analysis - the evaluation showed that the support bracket is missing its compression ball. To resolve the issues, the compression ball was added, and the spring and bearing were also replaced as part of preventive maintenance. The unit was marked with the instance number and a successful function test was performed. Root cause - the complaint is confirmed via inspection of the unit. The support bracket was missing its compression ball. Probable root cause is improper disassembly or mishandling of the unit. Additionally, this unit is beyond integra¿s 7 years recommended life cycle. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.